Event description:
It was reported that three months post dialysis catheter placement procedure in the right atrium, the catheter of the device dislodged as the patient's tissue failed to grow around the catheter cuff to secure the device in place. The device was sutured to the patient's body. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, one electronic video was provided for review. The video shows one glidepath dialysis catheter implanted in a patient body. The catheter was forcefully pushed and pulled through the insertion site. The tissue cuff is not visible in the video. However the provided video itself is not sufficient to unconfirm/confirm that this event occurred under clinical conditions. Therefore the investigation is inconclusive for the reported expulsion and loosening of implant not related to bone ingrowth. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 03/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that three months post dialysis catheter placement procedure in the right atrium, the catheter of the device dislodged as the patient's tissue failed to grow around the catheter cuff to secure the device in place. The device was sutured to the patient's body. There was no reported patient injury.